Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarm was received during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery, excessive no delivery test or verify low reservoir alarm due to compromised force sensor alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that customer received a low reservoir alarm. Customer's blood glucose was not reported. Customer was able to clear alarm. Customer was using manual injections until receipt of insulin. Insulin pump would be replaced.